Manufacturer narrative:
Patient reported to be (B)(6). The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary stent was implanted into the bile duct of a patient on an unknown date. According to the complainant, on (B)(6), 2011, the patient underwent intervention because the implanted stent had become occluded with tissue ingrowth. The physician remediated the issue by implanting another stent within this occluded one. The patient was reported to be in ok condition following this intervention. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.